Event description:
A review of cta images 11 months post-implant shows that the proximal stent graft is positioned just below the renal arteries in the angulated portion of the short proximal neck. The ipsilateral limb with extension is placed into the left iliac; crossing over the contralateral limb in the mid-aaa sac. The max aneurysm diameter is approximately 10.5 cm, and both the right and left common iliac arteries are aneurysmal (3.5cm). There is some thrombus seen lining the ID of the aortic body of the bifurcate and aortic cuff. No endoleak could be confirmed. The cause of the aaa rupture could not be determined.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology was not reported. The relevant medical history was not reported. No issues were reported at the index procedure, and no complications were observed at the six month follow-up visit. It was reported that on an unknown date approximately 1 year post-implant, an aneurysm rupture was discovered during routine follow-up. The patient is asymptomatic, and there is no endoleak. The physician stated that the cause of the rupture is unknown; however, there may have been a type ii endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Methods: film.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, rupture); patient¿s condition affected effectiveness of device (anatomy related; type 2 endoleak); (insufficient information; cause is unknown). Conclusions: known inherent risk of a procedure (endoleak, rupture); device failure related to patient condition (anatomy related; type 2 endoleak); (insufficient information; cause is unknown).